Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t1 anchor and t2 anchor deployed at the same time. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.a visual inspection revealed that the device was returned with the cut depth limiter attached. There was a severe bend in the shaft of the device. The suture and anchors were not returned. The manual actuator had been fully advanced. The device had some debris at the needle. A functional evaluation could not be performed since both anchors had been deployed and were not returned. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure:¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ read these instructions completely prior to use.¿ under certain circumstances immobilization by external support should be employed.¿ do not bend delivery needle.the complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, misplaced force on the manual actuator, or use of the actuator before t1 has been deployed.